Event description:
In 2009, the pt reported that her infusion tubing was leaking from the luer connection. She stated that the issue occurred with several infusion sets from the same box. She stated that the infusion tubing did not appear to be cracked or damaged prior to use and the leak occurred within 24 hours of use or less. As a result, her blood glucose elevated to 300-400 mg/dl. Her normal blood glucose range is 80-120 mg/dl. She changed the infusion set and bolused or injected insulin via syringe to lower her blood glucose. The pt was not willing to troubleshoot or to receive additional training. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.